Event description:
It was reported by repair work order that the scale was inaccurate due to malfunctioning load cells. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.